Event description:
It was reported that a implantable pulse generator (ipg) alert triggered, and the device was noted with battery depletion during warranty time that was indicated as premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).